Event description:
It was reported that the caller was seeing unrecognizable markers on the carelink transmission report from the programmer. Technical services provided assistance with interpreting the markers. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.